Event description:
It was reported that during a shoulder cuff repair surgery, when tightened the suture of the footprint ultra suture anchor, the suture came out of the anchor. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. The insertion device was returned with the inner shaft at the distal end slightly bent. No anchor or suture material was returned. There is biological debris on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include the breakage of the anchor due to excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use.. No containment or corrective actions are recommended at this time.